Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit intermittently displayed a "defib fault 108" error message when attempting a 30j self-test. The complainant indicated that there was no pt involvement in the reported malfunction.